Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was having problems on both sides of their back and legs. It was noted the patient did not know if they were related to the device. Specific details were not provided. It was also reported that the patient had uncomfortable stimulation in the vulva. It was noted that the patient could not tolerate the stimulation sensation so they decided to stop using it and turned it off. The patient had it adjusted at the office and did some adjustments themselves; however, that never resolved the issue. The patient was not getting symptom control if they turned stimulation down; however, when they increased the setting in order to get symptom relief, it aggravated them. The patient decided to stop using the therapy. It was noted the patient noticed this right after implant. The patient did not intend to follow up with any healthcare provider (hcp). Additional information was received from the patient on (B)(6) 2017. The patient stated that they were suspecting that their legs/back uncomfortable stimulation was related to the device but they were not sure. The patient was getting this gut feeling that the issue with the pain was somehow related to the device but they could not just get to that point. The patient was due for a CT scan on friday and after they would go over to their healthcare professional (hcp). The patient also mentioned that they hardly use their device so they had it off but it was still painful. The patient could contact the manufacture after their appointment on friday. Additional information was received from the patient. It was reported that the patient was having an issue with their back. It started in their back, then shifted over to their right side in their buttock. In their right leg, they got some numbness and a lot of pain in their right leg and right side of their buttocks. They were in a lot of pain, their back was killing them and they could not seem to get to the bottom of it, nobody could tell the patient what it was. They said they could see arthritis and spinal stenosis. The patient was calling to ask if there was a possibility the ins could be creating the problem in their back. Patient was asking if the manufacturer had a problem with any patient that had to have the device removed due to pain. Patient reported they went to (B)(6) in (B)(6) and drove for 3 days. Patient also reported prior to going to (B)(6), they had been doing yoga. There was a possibility something went wrong. It started with a slight back ache. They went to (B)(6) and drove for 3 days and when they got to (B)(6) their back pain was excruciating, they had spasms and everything. They went to the ER. They x-rayed it and said it was something to do with their spine or something. They had taken medication. They went to 2 kinds of physical therapy and the chiropractor. It was getting to the point where it was so bad they were walking with a cane. The day prior it had gotten so bad they could not even roll around/turn in bed without excruciating pain. The pain went to their right leg. They could not find a position for themselves. Prior it had been fine when they sat down or laid on it, the pain was only when they walked, but it was getting worse. They said they were calling in hopes of ruling out the ins. It was reviewed their healthcare provider needed to determine the cause of the pain. Patient had not yet been to their urologist. Patient reported their ins was off and had been for a long time. They had not been going back to their healthcare provider. The reason they turned it off is it was irritating them. They had irritation going on when they used it. Patient reported the irritation was inside from having it turned on. The ins was bothering them even when they turned stimulation down. Patient was redirected to their healthcare provider to determine the cause of the pain. It was reported that the onset of pain was gradual, at first it was a slight back ache, then became excruciating and was getting worse. No further complications were reported or anticipated.

Manufacturer narrative:
Patient codes (B)(6) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient replied that they had seen an orthopedic surgeon. The patient reported in reference to the manufacturer company contacting them that ¿it didn¿t matter anymore¿ because it was ¿ruled out.¿ the patient reported they were trying to rule out everything because of the pain and they suggested what they reported to patient services to the orthopedic surgeon and the surgeon did an x-ray and stated ¿no, it¿s not that,¿ and the patient stated they were going to be having a surgery to fix it. When asked about the the cause the patient stated ¿no, it wasn¿t the device,¿ that they had the device turned off for now until after the surgery. The hcp told them they could turn it back on if they wanted but the the patient just said they wanted to get their surgery taken care of first because the pain was excruciating. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.